Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. The device was not removed.

Event description:
It was reported to nevro that the patient developed leakage of cerebrospinal fluid. A blood patch was administered and the patient was hospitalized. The patient has recovered and is currently using their device to find effective pain relief.